Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history review confirmed that device conformed to specifications and that there were no abnormalities in manufacturing, nor any special adaptations or variations. Root cause for the faulty charged couple device (ccd) and shortage in the cable which resulted in the intermittent image, could not be conclusively determined. However, the possible cause from previous examples can be as follows: dirt on the electrical contacts of the connector. Moisture on the electrical contacts of the connector. Connecting of the processor with the power on. Inside of the device was flooded. There is a likelihood that the issue occurred by user handling which deviated from the instruction manual [connecting] and the instruction manual [precautions against frozen or lost endoscopic images]. The following is stated in the instruction manual [precautions against frozen or lost endoscopic images]: make sure that the video plug and its electrical contacts are completely dry before connecting the plug to the video system center. Wet contacts could cause the equipment to malfunction. Do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. The following is stated in the instruction manual [connecting]. Turn the video system center off.

Manufacturer narrative:
There is no additional information available yet for this event. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The manufactured date is not known. The user¿s complaint was confirmed. The device was inspected and it was observed that the image quality was compromised and appeared blurred. This was due to the faulty charged couple device (ccd) unit. In addition, it was observed that there was a tendency for intermittent image. This was attributed to the shortage in cable. The cause for what caused the faulty ccd and shortage in cable could not be determined.

Event description:
As reported for this event, during preparation for use the device gave blurry images. There was no patient involvement.